Event description:
It was reported that the ilet device clock has been running fast, with the user having reset the clock twice over the past couple of months and observing the clock currently 8 minutes ahead; the user restarted the device and confirmed the device is on the latest firmware, and the agent advised that time may run quicker on the ilet. Symptoms included no reported clinical effects, no alarms, and no adverse events. Outcomes included no impact on health and no need for medical care. Investigation included customer service troubleshooting, device restart, and confirmation of current firmware. Investigation of this case revealed a device timekeeping inaccuracy consistent with an engineering log or internal clock drift issue, without evidence of a broader system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device clock drift related to internal timekeeping performance.

Manufacturer narrative:
Initial.